Event description:
Additional information received from the author reported that the patients included in this article were not implanted with medtronic products.

Manufacturer narrative:
Age/date of birth. Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Date of event. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levine, a.b., parrent, a.g., macdougall, k.w. Stimulation of the spinal cord and dorsal nerve roots for chronic groin, pelvic, and abdominal pain. Pain physician. 2016. 19(6):405-412. Summary: in this study we report our results treating patients with chronic neuropathic groin, pelvic, and abdominal pain, using spinal cord stimulation and dorsal nerve root stimulation. Reported events: one male patient with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain was considered a long-term failure with a permanent implant. The patient had a good trial with 60-70% pain reduction. However, by two years following permanent placement, the patient had developed significant pain at the implantable neurostimulator (ins) site that was as severe as his initial groin pain. The patient had the device removed. There was no specific device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.